Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that ins migration had been confirmed. It had migrated too deep and was going to moved/revised on (B)(6). It was noted the device was still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient could not get their programmer to find their device. No patient symptoms reported. No further complications were reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that they were unable to connect the communicator with the ins. No external factors occurred. It was attempted to connect via both applications. The device had either migrated too deep or flipped. They attempted to connect, but were not successfully able to do so. The issue was not resolved at the time of the report. Surgical intervention had not yet occurred, but was planned. It had not yet been scheduled. It was noted in the patient's medical history they had no pre-existing conditions.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the revision took place on 2021-10-25 for the ins positioning due to the inability to communicate with the ins. The caller noted the patient couldn't communicate with the ins with the handset/communicator but could recharge the ins. Caller reported the patient did not bring any equipment with them to the visit today. Caller did not attempt communication prior to revision. Caller attempted to use a new kit to communicate with the ins following surgery but cannot. Reviewed the ins may be depleted. Caller will ask the patient to heal up and then work on charging up the ins. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.